Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and it was reported that the pump shut down unexpectedly. Additionally, it was reported that a bolus cancelled notification became frozen on the pump screen and the customer was unable to clear it. Customer's blood glucose level was 125 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.